Event description:
The following was reported to hamilton medical ag: -leaking or defective distal autozero valve (technical event:233004) -binary valve test failed no patient involvement. Failure after turning off the ventilator from the patient.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: leaking or defective distal autozero valve (technical event:233004) binary valve test failed no patient involvement. Failure after turning off the ventilator from the patient.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).